Manufacturer narrative:
(B)(4). Unit had unresponsive up button corroded keypad traces. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test due to unresponsive button. No moisture damage on electronic assembly during visual inspection. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, broken belt clip slot and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer's blood glucose was unknown at the time of incident. Customer was playing with water balloons with kids and the insulin pump will not function. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.